Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave catheter was selected for use. During the middle of the case on the right superior pulmonary vein (rspv), a spline inversion was noted. The physician removed the catheter, corrected the inversion, and successfully completed the desired ablations. When re-wiring the left superior pulmonary vein (lspv) to collapse and remove the catheter, the guidewire would not pull back into the catheter. The physician was able to successfully remove the wire and catheter together as a unit but was unable to remove the guidewire even outside the body. For the spline inversion, the physician tried re-sheathing the catheter and then deploying the catheter without resolving the inversion. The physician was able to resolve the inversion by removing the catheter from the body and manipulating it by hand and then re-inserting. For the stuck guidewire, the physician tried advancing the guidewire and then pulling the guidewire back without success. The physician then removed the wire and catheter as a unit since the case was already completed at the time of the event. No tissue was seen at the end of the catheter or guidewire. No patient complications were reported. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. A test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. The reported stuck guidewire event was not confirmed via analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave catheter was selected for use. During the middle of the case on the right superior pulmonary vein (rspv), a spline inversion was noted. The physician removed the catheter, corrected the inversion, and successfully completed the desired ablations. When re-wiring the left superior pulmonary vein (lspv) to collapse and remove the catheter, the guidewire would not pull back into the catheter. The physician was able to successfully remove the wire and catheter together as a unit but was unable to remove the guidewire even outside the body. For the spline inversion, the physician tried re-sheathing the catheter and then deploying the catheter without resolving the inversion. The physician was able to resolve the inversion by removing the catheter from the body and manipulating it by hand and then re-inserting. For the stuck guidewire, the physician tried advancing the guidewire and then pulling the guidewire back without success. The physician then removed the wire and catheter as a unit since the case was already completed at the time of the event. No tissue was seen at the end of the catheter or guidewire. No patient complications were reported. The catheter is expected to be returned for analysis.